Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, severely calcified and 99% stenotic right coronary artery. The physician first deployed a stent. Then the physician advanced the 2.5x20 mm maverick2 balloon to the lesion and inflated it to 12 atms for ten seconds on the first inflation. Then the physician inflated the balloon to 13 atms between one to five seconds on the second inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a 3.0x20 quantum maverick balloon. Pt status is reported as "good".

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.